Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 6.0 mm x 40 mm x 80 cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically at the middle. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.